Event description:
User facility reported to distributor that connecting tubing cracked and split during injection of contrast media. User facility reported that pt rec'd more contrast than was necessary. User facility reported no pt injury.